Event description:
The customer reported the system displayed a no cine disk error message. This message will result in a failed cine function; thereby losing subtraction, road-mapping, or other critical vascular cine functions. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cine drive cable connectors. The system operates as intended.